Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a vaxcel pasv PICC was implanted in a pt. (Age and gender unk). During the procedure, the prep saline was flushed into the device, but the saline was observed to be leaking from the hub. The clinician obtained another device and the vaxcel pasv PICC was successfully replaced. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. The device was returned to boston scientific for evaluation. The initial inspection of the device was performed on august 4, 2006. At that time, a slice in the catheter was observed to be located distal to the suture wing.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation, it was determined that there was a slice in the catheter shaft to the side with the red valve. A review of the packaging confirmed that a scalpel is provided in the reported kit. The scalpel has a safety sheath covering the blade. Also, the components are packaged in a tray that has a compartment for each component. The top and bottom tray is snap-fitted together to keep the components from moving. Based on the packaging configuration and that the scalpel blade is sheathed, it is unlikely that the catheter was sliced during the packaging or shipping process. Also, listed below are the process controls that would detect this type of defect during the manufacturing process. A root cause for the slice in the catheter cannot be determined. Qa operation code for the vaxcel pasv PICC assembly prescribes a visual inspection, an occlusion test, and a leak test to verify the proper assembly of the catheter assemblies. All records appear normal and no quality related issues or mfg related deficiencies were noted at the time of manufacture. There have been no previous complaints reported for lot number 1123158. Based upon the condition of the sample as received, there do not appear to be any mfg related deficiencies. Although no root cause can be definitively determined at this time, this type of failure mode is monitored on a monthly basis. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.